Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system medication removal data loss during patient transfer. A technical support specialist discussed the issue with the customer, confirmed it was expected behavior, and obtained approval to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es customer removed medication on a test patient for the orders acetaminophen, fentanyl, pravastatin. They then transferred the patient to a 2nd facility and the orders in the 2nd facility appear as though no meds were ever removed so the dose quantities reset to the original dose quantities for the orders. This could create an issue as it would appear to the nurse as though the med was never given in pyxis and would allow too many doses to be pulled potentially. There were no adverse events or injuries reported based on this incident.